Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that a piece of the device became loose and fell into the patient's abdominal cavity. The fragment was retrieved from the patient's abdominal cavity. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was not received. The inflation syringe was not received. The valve seal was noted to be disengaged. The locking collar was intact. The flapper valve was intact. The balloon appeared intact. The balloon was inflated and did not demonstrate any leaks. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the disengaged seal, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all \quality release specifications at the time of manufacture. The file will be closed as handling rough. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.